Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked from the insulin pump. The customer's blood glucose reading was 8.6 mmol/l. The customer stated that during set change, the pump is fine. During fill tubing and basal delivery, there is occasional insulin flow blocked. The customer was assisted with performing 5.0 unit filled cannula. The customer stated that insulin exited. The customer will return the set for analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.